Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother initially called to report that the insulin pump was alarming and she wanted to know how to turn it off. The mother then stated that the customer was hospitalized and treated for low blood glucose levels. No blood glucose reading was reported. The mother stated that the customer was also suffering from other medical issues not related to the insulin pump. The mother stated that the customer's pediatrician was going to take her off the insulin pump for now. The mother stated that she would be calling back for troubleshooting if necessary.